Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified adverse event while performing pd therapy with the homechoice device. It was reported that the patient ¿got taken away in an ambulance under terrible conditions¿ (no further detail was provided). The cause of the issue was not reported. It was unknown if the patient was hospitalized for the event. No further detail was provided regarding whether the patient received treatment or regarding the patient¿s outcome from the event. No additional information is available.